Event description:
During the troubleshooting for an unrelated alarm on the homechoice machine, it was reported that several bubbles were observed in the line of the disposable cassette. This occurred during the initial drain of peritoneal dialysis therapy. The patient was connected at the time of the event. Nothing was reported that would have caused or contributed to the air. The technical services representative advised the care giver to end the patient's therapy and start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.